Event description:
It was reported that obstruction of the coronary vessel occurred. An opticross vascular imaging catheter was selected for use in a percutaneous coronary intervention procedure for a blocked left anterior descending artery (lad). The lesion was described to be a very tight subtotal occluded and not calcified. The opicross catheter was advanced. During advancement, the imaging appeared distorted. The catheter was flushed inside the body to improve the imaging. The catheter failed to cross the lesion and was pulled back. Slow flow down the coronary vessel was observed after imaging was performed. The lesion was then stented and the procedure was successfully completed. No patient complications were reported.